Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Cthis complaint is unconfirmed as it does not allude to an instrument issue and no problems were identified with the instrument. Root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument ct1920 is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct1920, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. See h.10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there was a high number of false positive cov-2 results on two separate runs. Samples were repeated on the cepheid and were all negative. No patient impact was reported. The following information was provided by the initial reporter: customer is reporting a high # of alleged false positive cov-2 results on two separate runs on the bd max..

Manufacturer narrative:
PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there was a high number of false positive cov-2 results on two separate runs. Samples were repeated on the cepheid and were all negative. No patient impact was reported. The following information was provided by the initial reporter: customer is reporting a high # of alleged false positive cov-2 results on two separate runs on the bd max.